Manufacturer narrative:
(B)(4). This lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that an echocardiogram was performed but a perforation was not confirmed. The physician does not believe the pericardial effusion was a result of any of the implanted leads. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). An investigation is currently being conducted into this issue. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information through a clinical study that one day post-implant, the patient with this right ventricular (rv) lead developed a pericardial effusion. Additional medical intervention was performed. No additional adverse patient effects were reported.